Event description:
It was reported that the patient had increasing spasticity symptoms. The reservoir volume was checked and found to be correct. The pump was explanted and replaced. No other clinical data were reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.